Event description:
Complaint ID (B)(4).

Manufacturer narrative:
During routine check it was reported that the pump is giving intermittently the "stop--" error message. A getinge field service technician (fst) was onsite and investigated the unit in question on 2021-06-28. The fst investigated the pump and found a problem with the pump control board. The fst replaced the pump control board with a new one. After that the hl20 was tested and problem was solved. Unit is back in clinical use. Thus the reported failure could be confirmed. The affected product was not returned for further investigation. Therefore no technical investigation could be performed. However the failure mode "stop--" can be linked to the following most possible root causes according to our risk management file (dms#2023585 v11 ): total fail of device because of: failure of motor, motor controller or control circuitry. Failure of pump control board (pump stop). Defective tacho, relay or pump belt. The product in question was produced in 2016-05-24. The review of the non-conformities during the period of 2016-05-24 to 2021-07-09 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information were requested but not received yet. A follow up medwatch will be submitted when new information becomes available.

Event description:
Complaint #(B)(4). It was reported that the pump is giving intermittently the "stop" error message.